Event description:
The facility contacted a baxter sales rep to report an incident resulting in the death of the pt. The account's risk manager explained that two channels were in use. One channel was infusing cardizem and the other channel was infusing an unknown medication. The nurse went to increase the rate of the unknown medication and inadvertently reprogrammed the cardizem at a higher rate than ordered. The rates and volumes infused are not known. The pt cardiac arrested immediately following the overinfusion of cardizem. Attempts were made to resuscitate the pt but were unsuccessful. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding the event date, age of pt, or serial number of device involved. Copies of the death report or autopsy report were not available.